Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: neu_unknown_lead,implanted: (B)(6)2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins and neck lead implant position were infected after surgery. They had been hospitalized 3-4 times but still could not be cured. The whole product was explanted in the hospital. The cause of the infection was unknown; the patient was currently hospitalized under observation. No further complications were reported as a result of this event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# va1n95l, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# va1n95l, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a rep indicated that the ins was to be re-implanted after the infection resolved.

Manufacturer narrative:
Updated for leads (lot nos. Both va1n95l) and extensions (serial nos. (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The returned devices were not analyzed because the reported complaint was a non-analyzable medical issue. The evaluation codes have been reverted back to their original values, as these have been deemed the most correct out of the available codes. If information is provided in the future, a supplemental report will be issued.